Event description:
It was reported that "the filter becomes blocked after only a few hours of use. The customer has requested the discontinuation of procurement for a specific type of bacterial filter (hme) due to a significant number of blockages occurring shortly after connection to patients, often within just a few hours of use." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the filter becomes blocked after only a few hours of use. The customer has requested the discontinuation of procurement for a specific type of bacterial filter (hme) due to a significant number of blockages occurring shortly after connection to patients, often within just a few hours of use." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.